Event description:
It was reported that some day, after a bath, the pt complained about pain at the area of the implant. After this she tried to use her processor, but the sensation was uncomfortable. Since then, the pt was fitted a few times. During fitting, the pt felt pain for charges over 5.5 qu. For low levels of charge, she doesn't feel pain. Currently, the pt started to experience epileptic episodes. She is not using the implant and is observed by a neurologist.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.